Manufacturer narrative:
Investigation summary: DHR review for batch 6242928 (p/n (B)(4)): manufacturing dates: 9/27/2016 ¿ 9/30/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6242928 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after giving a tdap vaccination with a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle, the needle failed to retract, disconnected from the syringe, and remained in the patient. The needle was removed by and the vaccination was not repeated because the patient received the full dose. There was no report of injury or medical intervention.